Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text: see section h.10.

Event description:
It was reported that there were 20 occurrences of foreign matter in tube, 190 occurrences of air bubbles in gel, and 13 occurrences where the fill line was not legible with a bd vacutainer® sst¿ blood collection tubes. These occurrences all happened prior to use. The following information was provided by the initial reporter, translated from japanese to english: fm in tube x20. Printing defect x13. Air bubbles in gel x190.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 20 occurrences of foreign matter in tube, 190 occurrences of air bubbles in gel, and 13 occurrences where the fill line was not legible with a bd vacutainer® sst¿ blood collection tubes. These occurrences all happened prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in tube x20, printing defect x13, air bubbles in gel x190.